Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced issues with pacing lead. The pacing lead remains in use and will be revised. No patient complications have been reported as a result of this event.